Manufacturer narrative:
Clinical review: the was no indication the patient experienced a serious injury, adverse event or suboptimal ECMO support as a result of the hemolysis. Additionally, there was no evidence that a fresenius/xenios product deficiency or malfunction caused or contributed to the patient¿s hemolysis. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unusual noise was heard from the pump head of an xlung kit 230 after a patient was connected to the device for extracorporeal membrane oxygenation (ECMO) support. The patient was utilizing a bi-caval dual lumen catheter made by avalon. The noise worsened when the rpms were increased. Subsequently, hemolysis developed and the ECMO team decided to change to a new device. Upon further inspection of the xlung kit, it was reported that the pump head looked defective. After changing the set and console, the hemolysis disappeared. The patient was reportedly transferred to an ECMO device made by rotaflow. Multiple follow-up attempts were performed, and thus far no further event details have been provided. The defective kit was reportedly available to be returned for evaluation.

Event description:
The patient was on venovenus ECMO therapy with a flow setting of 3.5 lpm, a pump speed of 7000 rpm, and 6 lpm of sweep gas was used. The patient's arterial blood gas labs were unknown. The xlung kit had been kept in a primed state for about 15 days. The noise and hemolysis occurred immediately after the patient was connected to ECMO. No medications or blood products were introduced pre-oxygenator. There were no clots noticed in the oxygenator, pump head, or tubing. The pump and oxygenator were situated below the patient. There was no evidence of malposition, clots, or connections issues. The patient was switched to maquet due to hemolysis. The patient experienced approximately 500 ml of blood loss due to the switch. As a result of the hemolysis, the patient developed thrombocytopenia and received a large amount of blood products. The patient has since been decannulated and has discontinued ECMO support. The log files were said to be available for review.

Manufacturer narrative:
Additional information: h6 (health effect clinical code) plant investigation: two videos and photos of the pump head were provided for review. In both videos, the described noise can be heard. The video of the pump head after rinsing it with saline shows that the pump head rotor is slightly tilted to one side. The sample was returned to the manufacturer for evaluation. The rotor of the pump head was tilted to one side and the rotor was touching the inner housing on this side. This caused a scratching noise during operation. Due to this defect, the speed was not increased above 1500 rpm. Scratch marks were visible on the inner housing, and the pin of the inner housing was damaged. The top of the pin was broken so that the rotor was not resting properly on the calotte of the pin. Scratch marks were also visible on the underside of the rotor. No damage was found on the ceramic ball at the tip of the rotor. Despite multiple requests, the machine files were not provided. A review of the batch documentation was performed, and no non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. In conclusion, the cause of the defect cannot be clearly determined. The pump head was probably damaged during use. Because the noise was only noticed when the patient was connected on the sixteenth day of use, it is unknown whether there was any defect at the beginning of use. Quality assurance and process engineering have been informed of the reported failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unusual noise was heard from the pump head of an xlung kit 230 after a patient was connected to the device for extracorporeal membrane oxygenation (ECMO) support. The patient was utilizing a bi-caval dual lumen catheter made by avalon. The noise worsened when the rpms were increased. Subsequently, hemolysis developed and the ECMO team decided to change to a new device. Upon further inspection of the xlung kit, it was reported that the pump head looked defective. After changing the set and console, the hemolysis disappeared. The patient was reportedly transferred to an ECMO device made by rotaflow. Multiple follow-up attempts were performed, and thus far no further event details have been provided. The defective kit was reportedly available to be returned for evaluation.